Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg site was superficial which caused discomfort (described as pain). As a result, the patient underwent surgical intervention wherein the ipg was buried deeper in the original pocket site. The issue is now resolved.